Manufacturer narrative:
Correction: the ICD should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction upon review of the additional information received.

Event description:
Additional information was received indicating patient received an new mobile phone resulting in merlin.net having a wrong telephone number, which was changed to the right number resolving the event and allowing successful ble telemetry.

Event description:
It was reported, during a remote follow up, bluetooth (ble) communication was unable to be established between the device and remote monitoring application. Technical support was contacted and an in clinic follow up was recommended. No intervention has been performed at this time. The patient was stable.